Manufacturer narrative:
The suspect device is expected to return for evaluation. A lot number was not provided, so a review of the manufacturing history record could not be done. A supplemental report will be submitted once the evaluation is complete.

Event description:
The account alleges that during patient arterial pressure monitoring and blood collection procedures, the syringe was leaking from the elbow bond. No additional patient consequence to report.

Manufacturer narrative:
The suspect medical device was returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.